Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that a stylet could not be inserted into the lead due to the leads inner coil was compressed close to the lead tip. The reason for the damaged inner coil could not be determined.

Event description:
It was reported that prior to the implant procedure, the guidewire could not be fully inserted into the lead. The lead was not used.